Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the left keyboard hinge was broken, and the keyboard connection on the mother board was loose. During repair the thread to hold the mother board screw was stripped out. (B)(4): analysis found that the insulation on the device cable was ruptured.

Event description:
It was reported that there was no display on the programmer's screen when a video cable was connected. It was further reported that the keyboard's hinges were also broken. The programmer and radiofrequency (rf) head were returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.